Event description:
Customer reports to have received a button error alarm and keypad anomaly. Customer was not able to clear alarm by pressing esc and act buttons due to buttons not working. Customer also, states physical damage to battery compartment. Customer's blood glucose was not given. Customer declined troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.